Manufacturer narrative:
Device evaluation is not possible at this time. Dental implant is currently implanted.

Event description:
As per (B)(4), a dental implant appeared to have caused an allergic reaction upon implantation. The implant was not explanted. Patient impact of "inflamation" and pain were recorded.

Event description:
Per complaint (B)(4), a dental implant appeared to have caused an allergic reaction upon implantation. Primary stability could not be achieved.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date, b5 for event description and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Information for section a4, d6b, were not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.